Event description:
Two batteries were returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: two (2) controllers (B)(4) and two (2) batteries (bat810631, bat810585) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed functional testing. Visual inspection revealed that the battery connectors were worn out. The observed damage did not affect the functionality of the devices. Failure analysis of the returned controllers, (B)(4), revealed bent pins within power ports one (1) and two (2). The bent pins did not allow batteries to be connected to the controllers. Visual inspection under 10x magnification of controller(B)(4)revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on the investigation conducted under CAPA (B)(4), the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(4) falls within the bounds of this CAPA. Additionally, visual inspection of controllers, (B)(4), revealed contamination within both power ports. The observed contamination is also an additional finding, not related to the reported event, likely due to handling of the devices. Review of the controller log files associated with (B)(4) revealed four (4) controller power ups and their associated motor start events logged on (B)(6) 2020 between 08:51:14 and 10:10:01. No anomalies were recorded leading up to the losses of power. The controller was without power for 20, 12, 152 and 14 seconds, respectively. Review of the controller log files associated with(B)(4)revealed a controller power up event logged on 21-jun-2020 at 10:25:52. Review of the event log file revealed that, prior to the first power up event, the controller last had power on (B)(6) 2019, indicating that the power up events occurred during a controller exchange. As a result, the reported event was confirmed. Based on the available information the most likely root cause of the losses of power can be attributed to a disconnection of both power sources from the controller, as described in the event details, and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the bent power port pins can be attributed to a misalignment between the power ports and a power source output connector. The most likely root cause of the damaged battery c onnectors can be attributed to wear, likely due to normal disconnection and reconnection between the battery output cable and metal power port connectors on the controller. CAPA (B)(4) was opened to investigate bent/damaged pins with controller 2.0 and damaged battery connectors. Additional products: d4: serial #: (B)(4), d10: yes, return date: 14-jul-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3243, 180, 331 h6: FDA conclusion code(s): 19, 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2020 / serial #: (B)(4) UDI #: (B)(4) d10: yes, return date: 29-jul-2020 h3: yes dev rtn to MFR? Yes h4: mfg date: 10-jul-2019 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2020 / serial #: (B)(4),UDI #: (B)(4), d10: yes, return date: 29-jul-2020 h3: yes dev rtn to MFR? Yes h4: mfg date: 23-jun-2019 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2018, serial #: (B)(4), UDI #: (B)(4), no, mfg date: 31-jul-2017, no, (B)(4). Additional information has been requested regarding the patient cause of death, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found with both power sources disconnected. The pins on both power ports of the two controllers were bent while emergency medical services attempted to reconnect the power sources and could not get power to the patient. The patient arrived at the emergency room and expired.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: con308620 h6: patient ime code(s): e0602, e2401, e2403 h6: imf code(s): f02 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was found unresponsive and experienced cardiac arrest with absent breathing when emergency medical services arrived. Ongoing resuscitation was attempted at the scene prior to the patient's death.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: conclusion: two controllers and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed functional testing. Visual inspection revealed that the battery connectors were worn out. The observed damage did not affect the functionality of the devices. Failure analysis of the returned controllers, the tow controllers, revealed bent pins within power ports one and two. The bent pins did not allow batteries to be connected to the controllers. Visual inspection under 10x magnification of second controller revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on the investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, second controller falls within the bounds of this CAPA. Additionally, visual inspection of controllers, revealed contamination within both power ports. The observed contamination is also an additional finding, not related to the reported event, likely due to handling of the devices. Review of the controller log files associated with first controller revealed four controller power ups and their as sociated motor start events logged on (B)(6) 2020 between 08:51:14 and 10:10:01. No anomalies were recorded leading up to the losses of power. The controller was without power for 20, 12, 152 and 14 seconds, respectively. Review of the controller log files associated with second controller revealed a controller power up event logged on (B)(6) 2020 at 10:25:52. Review of the event log file revealed that, prior to the first power up event, the controller last had power on (B)(6) 2019, indicating that the power up events occurred during a controller exchange. As a result, the reported event was confirmed. Based on the available information the most likely root cause of the losses of power can be attributed to a disconnection of both power sources from the controller, as described in the event details, and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the bent power port pins can be attributed to a misalignment between the power ports and a power source output connector. The most likely root cause of the damaged battery connectors can be attributed to wear, likely due to normal disconnection and reconnection between the battery output cable and metal power port connectors on the controller. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0 and damaged battery connectors. Continuation of h9: z-0067-2019 additional products: d4: serial #: (B)(6) , h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3243, 180, 331 h6: FDA conclusion code(s): 12,19,22 d4: bat810631 h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 d4: bat810585 h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.